Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the sheath is by inserting a broken luer from the introducer. It was removed and replaced without harm to the patient.

Event description:
The customer reports: the sheath is by inserting a broken luer from the introducer. It was removed and replaced without harm to the patient.

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. The returned dilator body was separated adjacent to the hub. The point of separation was white with a twisting pattern, indicating excessive force or torque. The separated dilator body was measured and was found to be within specification. The returned dilator body was able to pass through the returned sheath with minimal resistance. The lot number was not provided; therefore, a device history record review was performed based on the sales history of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The reported complaint of dilator body/hub separation was confirmed by complaint investigation. The returned dilator was separated adjacent to the hub. The point of separation contained white coloration and a twisting pattern, indicating excessive torque. Based on the sample received, it was determined that operational context caused or contributed to this event.